Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not performing the air removal step properly. The customer declined troubleshooting with tandem technical support for the alleged issue, therefore no additional information could be obtained. It was reported that the customer experienced an elevated blood glucose (bg) level over 600 mg/dl and high levels of ketones. A manual injection to address elevated bg level.